Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and had customer close files and cold boot the system. The cts called the customer and customer stated that fluid was no longer leaking. There have been no further leaking complaint as of (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated that the leak was coming out of the low pressure reg valve area. There was no report of injury.